Event description:
The customer reported via phone call that they experienced a low blood glucose level. Customer's blood glucose level was 39 mg/dl. Customer had trouble with the sensors. The sensor readings were not accurate. Customer received calibration errors and change sensor alarms. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.